Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that alarm history showed a signal too low alarm, a spanish software anomaly alarm and an unexpected restart alarm. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self test and reset error test with no alarms noted. However, alarms were noted in the history due to a corrupted history file. The insulin pump was unable to download due to the alarms. No cosmetic damage was noted.